Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, during an fns case, the guidewire was measured to determine the length of the locking bolt. When the stepped reamer was set to the correct length and began to ream, it was realized under x-ray that the measurement was incorrect and the stepped reamer would have penetrated the femoral head if reaming were to be continued. The correct guidewire and measuring device from the fns set was used. The sterile boxed 105mm fns bolt was opened when it was determined it would be the incorrect size. The surgeon attempted to put in the 105mm bolt, but it was going to be to long so a 100mm bolt was opened. It was unknown if there was any patient consequences. This complaint involves one (1) device. This report is for one (1) bolt for femoral neck sys 105 length-s. This is report 1 of 2 for complaint (B)(4).